Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was filling the cartridge with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The pump was reset and the issue resolved.